Event description:
One patient sample in which free t4, tsh, and free t3 results do not fit clinical picture. The following information was provided: on (B)(6) 2007, tsh result was 0.05 ulu/ml, ft3 result 4.7 pg/ml, and ft4 result 2.0 ng/dl. On (B)(6) 2007, the tsh result was 8.8 ulu/ml, ft3 result 32 pg/ml, and ft4 result 0.7 ng/dl. If additional information is received, appropriate notification will be provided.